Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The physician had difficulty placing the lead in a stable position at the rv apex. The lead was extracted and a second lead attempted though acceptable lead measurements could not be obtained. The procedure was then halted due to the patient's condition degrading and a cardiac tamponade was suspected though later ruled out by echocardiogram. The patient was stabilized though the implant procedure was unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.